Event description:
It was reported that the patient underwent a normal spinal cord stimulation (scs) implant procedure. It was realized following the procedure that the expiration date of the scs lead splitter was a few days prior to the implant date. There was no visible damage when the splitter was opened, and the physician felt confident regarding the sterility of the splitter. It was confirmed the expired lead splitter would remain in the patient and there would be no further course of action. Several months later, the same lead splitter was received at boston scientifics facility for an unknown reason. It was confirmed that the model and serial number of the lead splitter received at boston scientific is the same device indicated on the patients implant documentation. The boston scientific representative was unaware of any procedure in which the lead splitter was explanted. The patient is doing well and has no problems.

Event description:
It was reported that the patient underwent a normal spinal cord stimulation (scs) implant procedure. It was realized following the procedure that the expiration date of the scs lead splitter was a few days prior to the implant date. There was no visible damage when the splitter was opened, and the physician felt confident regarding the sterility of the splitter. It was confirmed the expired lead splitter would remain in the patient and there would be no further course of action. Several months later, the same lead splitter was received at boston scientifics facility for an unknown reason. It was confirmed that the model and serial number of the lead splitter received at boston scientific is the same device indicated on the patients implant documentation. The boston scientific representative was unaware of any procedure in which the lead splitter was explanted. The patient is doing well and has no problems. Additional information received confirmed that the iead splitter was not received at boston scientifics facility. The device remains implanted in the patient and in use.